Event description:
Spontaneous communication. Patient reports pump keeps setting off a loud alarm when turning pump on. No other information known. Patient did not miss a dose. Device is being replaced. Defective device is available for return. No adverse events reported. Defective pump serial number: (B)(6). Maintenance due date 06/2025. Unknown if md is aware. No troubleshooting reported. Reported to (B)(6) by pt/caregiver.